Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that almost two months post implant the right ventricular (rv) lead exhibited t-wave oversensing. The lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.